Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a non-calcified and moderately tortuous unspecified shunt vessel. During the first inflation with the 5.0 x 40mm x 75 cm mustang balloon catheter, the balloon ruptured at 18 atms. The procedure was completed with another of the same balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis, therefore product analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).